Event description:
High capture threshold on the right ventricular (rv) lead was noted. The rv lead was explanted and replaced. The device was also electively replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned for analysis in two pieces. Visual inspection of the lead did not reveal any anomalies except for damages consistent with procedural damage. X-ray inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.